Event description:
It was reported that when the device was used during an laparoscopic assisted vein harvest procedure, the device jammed. Opened another to complete the case. There was no consequence to patient.